Manufacturer narrative:
The statement the surgeon indicated that the affected tissue was not thick or diseased is incorrect. The correct statement should be the surgeon indicated that the patient had chrome's disease and that the patient's tissue was inflamed.

Event description:
It was reported that during a da vinci low anterior resection procedure, when the surgeon attempted to clamp the patient's tissue to allow for a second fire of a staple reload across the patient's rectum from the endowrist stapler 45 instrument, the jaws on the instrument would not open. The site contacted intuitive surgical, inc. For technical support engineering (tse) assistance. With the assistance of the tse, the site performed an emergency e-stop and utilized the emergency wrenches to open the jaws of the instrument; however, the jaws would not open. Unable to resolve the issue, the surgeon made the decision to use an alternative method to remove the instrument from the patient's tissue. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative who initially reported this incident. According to the csr, she was present during the surgical procedure. While the surgeon was attempting to fire a second reload across the patient's rectum, the jaws of the endowrist stapler 45 instrument locked. The instrument had been in use approximately 3 to 5 minutes including the first fire. There were no error codes or error messages observed prior to the issue occurring. The surgeon utilized a hand held stapler to transect just below and above the failed attempt and was able to remove the endowrist stapler 45 instrument with tissue in the jaws. On (B)(4) 2014, isi contacted the surgeon who performed the surgical procedure. According to the surgeon, he indicated that prior to his first fire, he attempted 3 to 4 clamps prior to firing the first reload. While attempting to clamp the patient's tissue for the second fire, he noted that the instrument appeared to be working hard, as he could hear the instrument's motor. The surgeon indicated that the affected tissue was not thick or diseased. After unsuccessful attempts to open the jaws of the instrument using the emergency release wrenches, he also attempted to use a grasper instrument that was being used during the surgical procedure, in an attempt to open the jaws of the endowrist stapler 45 instrument. According to the surgeon, the patient did not experience any surgical complications or major sequelae as a result of the reported event. The patient was discharged from the hospital 3 days post-op and the patient was recovering fine.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's grip drive was intact and that the clamp mechanism appeared to be in the fully unclamped position; however, the jaws would not open to allow for removal of the installed reload. During use of the manual unclamp tool, it was discovered that the clamp mechanism was at a hardstop. Manual movement of the clamp mechanism from fully clamped to fully unclamped appeared to un-jam the jaws to allow it to open to its full extent to remove the reload, however, intermittent restriction of the jaws continued to occur. During functional testing of the instrument, attempted initializations resulted in failed initialization due to the clamp mechanism not reaching its expected range-of-motion. After several actuations, it was observed that part of the cam wing had fractured and separated away from the rest of the cam, which remained intact with the leadscrew. It was concluded that the fractured portion of the cam wing was left behind in the clamp window as the rest of the cam moved through its normal unclamp travel. The portion left behind remained wedged between the anvil and housing, thus preventing the jaws from opening. The fractured portion was able to be picked back up by the rest of the cam wing as it was exercised back-and-forth, allowing it to eventually be opened, review of the instrument's digital signal procedure (dsp) logs found that during the surgical procedure, the instrument was clamped and unclamped multiple times prior to a successful firing, and then clamped and unclamped several more times before the point of failure. However, the logs indicate that the last commanded unclamp event was actually successful. The instrument's motor pack was also returned for failure analysis investigation. The motor pack installed on an in-house is3000 system passed initiation. There was no damage to the motor pack found. Based on the information provided, this complaint is being reported due to the following conclusion: the jaws on the endowrist stapler instrument would not open while clamped onto the patient's tissue, requiring the surgeon to perform an additional transection to remove the instrument from the patient's tissue.